Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has a history of erratic, elevated right ventricular (rv) capture threshold measurements. Recently, a remote alert was received, indicating that the rv threshold measurements were greater than the programmed amplitude. The physician was concerned about potential loss of rv capture and (B)(6) technical services (ts) was contacted for review. Ts confirmed that there were recent instances of loss of capture during automatic threshold testing, in addition to reduced r-wave amplitude measurements. It was recommended to assess the rv lead integrity in-clinic, such as via provocative maneuvers, isometrics, and/or diagnostic imaging. At this time, this ICD remains implanted and in-service. No adverse patient effects were reported. The rv lead is not a (B)(6) product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).